Manufacturer narrative:
No button error alarm was noted. The escape and act buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a button error alarm that they were unable to clear. Customer stated that they are unable to scroll up or down and that the act button was unresponsive. Customer's current blood glucose reading is 158 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.